Event description:
The recipient's implant has been shifting closer to the pinna. The migration was noted for the first time in (B)(6) 2021 and it has continued to migrate since then. It is at a point now that it is almost touching the pinna and the recipient is having extreme difficulties wearing his processor with where the internal implant housing is now sitting. The user has been re-implanted. This report refers to 9710014-2021-00712. For further information please refer to this report.